Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the users teacher and parents noticed last month that the user could not longer hear with the device. Furthermore, about a month ago the user experienced a small fall and hit his forehead. Re-implantation is considered.

Event description:
Reportedly, the users teacher and parents noticed on (B)(6) 2022 that the user could not longer hear with the device. Furthermore, around that time the user experienced a small fall and hit his forehead. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.